Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
It was reported that balloon rupture occurred. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. No patient complications were reported.